Event description:
The customer reported the system stopped twice in the middle of a procedure. It is likely this system either locked up or shut down. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.